Event description:
Approximately 15 minutes into a platelet procedure the nurse noted red in the collect and plasma line of the blood tubing set. The donor was disconnected from the machine. Plasma free hemoglobin test was performed on the donor and hemolysis was confirmed. The donor later complained of back pain and kidney blockage and was admitted to the hospital for observation.